Event description:
Boston scientific received information that this right atrial (ra) lead had increased thresholds, pace lead impedance measurements, and a decrease in amplitude. An x-ray revealed the tip of the lead had dislodged into the atrium. Subsequently the patient under went a surgical procedure where an attempt to explant the lead was done however, the physician was not able to remove it from the patient. The lead was capped replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.